Event description:
It was reported that during a da vinci surgical procedure, it was identified that there was a burr on the blade of the monopolar curved scissors instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's blades had mechanical indentations/burrs. One of the blades had a small indentation preventing the blades from cutting correctly. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's tube extension exhibited removed pad printing which measured approximately 0.301 x 0.490. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage found during failure analysis if to recur could cause or contribute to an adverse event.